Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: investigation revealed that the battery compartment was cracked in multiple places. The battery cap was able to fully tighten to the pump. There was no issue with power loss and no evidence of any moisture damage in the battery compartment. Unrelated to the complaint, investigation revealed that the display screen text was dim, faded, and discolored. The pump was returned with the contrast setting at 7; during investigation, the contrast was increased to the maximum of 10, with little improvement observed.